Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with spots on main display was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a discolored main display. The main display was replaced to fix the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with spots on the main display; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.